Event description:
It was reported that the patient with this pacemaker system visited the emergency room (ER) due to experiencing low heart rates ranging in the 20s and 30s beats per minute (bpm). The health care professional (hcp) interrogated the device and found to have recorded pacemaker mediated tachycardia (pmt) episodes. The hcp called technical services (ts) and requested further review of the pmt episodes. Upon review, the pmt episode showed possible intermittent loss of capture (loc) on the right ventricular (rv) lead. False pmts were also observed due to sinus rate at max tracking rate (mtr) of 120bpm. Ts discussed possible causes with the hcp. Ts recommended programming options and for lead revision to performed. At this time, the hcp stated that the physician will continue to monitor the patient. The pacemaker and rv lead remain in service. No additional adverse patient effects were reported.